Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient was in a car accident, after which the patient was getting ineffective pain relief. Patient also had discomfort at the ipg site. As such, patient underwent surgical intervention where the leads were explanted and replaced and the ipg was repositioned to address the issues on (B)(6) 2025.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.